Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the coating on the connecting tube was detached but the cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the number of lost ultrasonic elements exceeds the standard value due to the breakage of ultrasonic cable; the aspiration quantity is out of standards due to the broken channel tube; and waterproof failure due to the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera ultrasonic bronchofibervideoscope had leakage from the channel. The issue was found during preparation for use of a diagnostic procedure. The procedure was completed using a similar device. There was no procedure delay. There were no reports of patient harm. Inspection and testing of the returned device found the coating on the connecting tube was peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.